Event description:
A domestic sales agent reported an institution was using an expressew and the needle broke off and fell into the pt. The surgeon attempted to retrieve the broken piece but could not find it. The broken piece was left in the pt.

Manufacturer narrative:
To date nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue. Outside of this hypothesis no conclusions can be drawn. At this point in time no further action is necessary, however, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.